Event description:
It was reported that the surgeon implanted a 12.6 mm micl 12.6 implantable collamer lens in 2006. The lens was explanted approx three months later due to the lens was not working well for the pt. There has been no report of any injury. Add'l info has been requested from the facility, but to date no more info has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results: visual inspection of the returned product found pieces torn off and missing from one haptic. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.